Manufacturer narrative:
A product investigation is in progress.

Event description:
Entire tampon stayed inside of me [foreign body in reproductive tract]. Tampon string broke off while I was trying to pull out tampon [device breakage]. Case description: consumer contacted via email and stated that she had a tampon string break off while she was trying to pull out her tampon. No serious injury was reported.

Event description:
Entire tampon stayed inside of me [foreign body in reproductive tract]. Tampon string broke off while I was trying to pull out tampon [device breakage]. Case description: consumer contacted via email and stated that she had a tampon string break off while she was trying to pull out her tampon. No serious injury was reported.

Manufacturer narrative:
On 07-apr-2020 product investigation results: no failure could be identified as a result of the investigation.